Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00418 under a different suspect device. When troubleshooting the issue with the alinity I processing module, it was discovered that the sample/reagent pipetting area contain a large amount of crystals(contamination) and the area was cleaned resolving the issue. The alinity I processing module was verified with a control/precision run. Data and information provided by the customer was reviewed. Review of the instrument service history for the alinity I processing module serial number (B)(6) revealed no additional tickets associated with for false positive total b-hcg patient results. A review of tracking and trending did not identify any trends for the alinity c processing module. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total -hcg results for one sample. (Customer provided reference range <5 iu/l) initial result = 4535.41 iu/l, retest results = <1.2, 1.2 iu/l no impact to patient management was reported.